Manufacturer narrative:
One (B)(4) adapter was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Information for use: the ac adapter has cables that connect to the controller and into an electrical outlet. Prior to connection to the controller, verify proper connection of the power cord to the adapter and electrical outlet. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. Damaged equipment should be the cac adapter was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the  vad coordinator that controller ac adapter (B)(4) was not recognized by the controller. "The controller will switch to pull power from the battery when the ac adapter is connected and plugged into the wall. Both power ports on the controller, and multiple wall outlets were tried without success."  The controller ac adapter was replaced. Controller ac adapter (B)(4) was disposed of by the site. There were no reported consequences or impact to the patient. No further information.